Event description:
Procedure: lobectomy. According to the reporter: three staples were stuck on the stapler pusher and it was difficult to release from the tissue. The tissue was damaged when it was removed from the instrument. No pt info available.

Manufacturer narrative:
(B)(4).